Manufacturer narrative:
Patient information not available for reporting. Date of event: unknown. This report is for an unknown prodisc-c implant/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implant is not known. Explant of device has not been verified. It is not known if device will be returned. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the removal of a prodisc-c implant is scheduled for removal on (B)(6) 2018. It is not known why the device is to be removed. It has not been verified that the explant procedure has taken place. This report is for one (1) unknown prodisc-c implant. This is report 1 of 1 for (B)(4).